Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and undersensing. The patient experienced positional phrenic nerve stimulation with high outputs. During lead revision, fluoroscopy revealed that the atrial lead was dislodged. The lead was explanted and replaced without complication. No patient complications occurred before, during or post procedure.